Event description:
The customer reported that the insulin pump had a blank display after a battery change. Troubleshooting was performed. The customer found corrosion in the battery cap and in the battery compartment. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of corrosion inside the battery tube.